Event description:
While using cold pack for a wrist injury, the cold pack leaked ammonium nitrate from the bag. It got on rptr's clothing and hands. Not realizing it was on rptr's hands, rptr rubbed eye and then eye started burning. Rptr immediately rinsed eye copiously with isotonic eye wash. Rptr immediately seen by optometrist who fortunately was here for a clinic.